Event description:
My daughter was using one of the defective freestyle libre 3 plus sensors and it was given to us by our pharmacy. I am concerned that this pharmacy didn't investigate the situation once the recall was submitted. It was through cvs. Her sugar has read low continuously with 3 of the products, one was replaced. Patient code: 4580. Device code: 1535. Reference report# mw5185688, mw5185689.